Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with slightly loose drive support disk, detached end cap, cracked case on display window corner, cracked reservoir tube lip, scratches reservoir tube window and minor scratches on lcd window.

Event description:
It was reported that the insulin pump had a protruding drive support cap and cracks in the housing of the device. The blood glucose reading was 130 mg/dl. The customer stated that the cracks were at the bottom of the insulin pump, and he did not recall how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.